Event description:
It was reported that during a re-pulmonary vein isolation procedure, a sureflex steerable guiding sheath was selected for use. After introducing the sheath and the orion through the sheath into the left atrium it wasn't possible to aspirate properly. Therefore, the sheath was replaced. Afterwards, the procedure was finished successfully without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Pre-decontamination visual inspection showed no defects on the device. The sheath passed leak testing, being able to be flushed successfully and no occlusion in the lumen of the sheath was noted. After decontamination, the device passed flushing test, confirming there is no sheath defects/damage impacting the ability to aspirate the device. However, during further analysis of the device, a crack on the stopcock of the sheath was revealed, resulting in a failed liquid leakage test. Considering the reportable event did not state any signs of a leak or crack on the stopcock and there is evidence that the crack was a result of the decontamination processes, it was concluded it is likely this was not present during the transseptal puncture procedure. The aspiration test also confirmed the crack had no impact on the ability to aspirate. Hence, the crack damage is considered to be not related to the procedure. The device was returned to access solutions for analysis. It was not possible to replicate the aspiration issues described as per in house testing; therefore, the allegation cannot be confirmed. Correction to the initial MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a re-pulmonary vein isolation procedure, a sureflex steerable guiding sheath was selected for use. After introducing the sheath and the orion through the sheath into the left atrium it wasn't possible to aspirate properly. Therefore, the sheath was replaced. Afterwards, the procedure was finished successfully without any patient complications. The device is expected to be returned for analysis.